Event description:
The patient received two scs leads with the same lot number. It was reported the patient received ineffective left hip/leg stimulation. Reprogramming was unsuccessful. X-rays have been ordered and the patient will consult with the physician on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.